Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the power issue began in (B)(6) 2016. The patient informed the csr that she manages her diabetes using insulin pump therapy. She reported that between (B)(6) 2016, she consumed more food/drink. She reported that she developed symptoms of "shaky and sweaty", on an unspecified date in (B)(6) 2016. The patient denied receiving medical treatment for her symptoms. At the time of troubleshooting, the csr noted the subject meter would not power on manually with a button press. Based on the information provided, there was no misuse of the product and the batteries did not need changed. This patient was not using the meter for the first time and the correct strips were being used. The csr walked through troubleshooting with the patient, inserting a new test strip per owner's manual and the meter did not turn on. The alleged power issue remained unresolved and a replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.